Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator sling system on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced pain (specifics unknown). All other information is unknown and reportedly unavailable.